Event description:
On (B)(6) 2010, patient's roommate reported the infusion device stopped working. Roommate reported patient is currently in the hospital; is not sure if the buttons were working when the patient went to the hospital or not. Had roommate go through the menus and test the up and down buttons; neither button is responding. Roommate stated both buttons pop back out when pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.